Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device required a replacement battery. Information pertaining to a specific potential failure of the battery was not provided. There was no patient involvement.